Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received compromised force sensor system on insulin pump. The customer¿s blood glucose level was 12.4 mmol/l. It was reported that alarm occurred during the load reservoir clear alarm and finish complete prime process. The customer performed self test and was not ok. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with flushed drive support disk. Compromised force sensor system alarm during basic occlusion test due to flushed drive support disk. Device passed displacement test. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.